Manufacturer narrative:
(B)(4). The complaint device is expected to be returned to fisher & paykel healthcare in (B)(4) for evaluation but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt542 optiflow nasal cannula became damaged after four hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt542 adult optiflow interface was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing of the complaint opt542 was pulled apart. A lot check could not be performed as no lot information was provided. Conclusion: based on the inspection conducted, the reported fault is most likely due to excessive force applied on the nasal cannula, possibly due to the caregiver or the patient pulling the tube. The opt542 interface is used to deliver humidified oxygen to patients. The opt542 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt542 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. The customer has confirmed that the subject breathing circuit was in use for four hours before a leak was observed, which indicates that the circuit became damaged during use. The user instructions that accompany opt542 optiflow nasal cannula state the following: "do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt542 optiflow nasal cannula became damaged after four hours of use. No patient consequence was reported.